Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. The root cause analysis conducted as part of CAPA (B)(4) determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique, however further information is needed to determine the root cause in this event.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.